Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement, the support catheter allegedly broke and detached in the popliteal artery. It was further reported that the health care provider (hcp) retrieved the detached segment with an ensnare. Reportedly, another catheter was not used as the procedure was halted and the patient will be rescheduled for a bypass at a later date. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. It is unknown if procedural issues or patient issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: while retracting the catheter, if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or catheter separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the catheter, introducer sheath and guidewire (as necessary) as a single unit. - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that difficulty was allegedly encountered during retraction of the support catheter a segment of the catheter allegedly detached in the popliteal artery. It was further reported that the health care provider (hcp) retrieved the detached segment with a snare. No further treatment was provided and the patient will be scheduled for a bypass at a later date. There was no reported patient injury.